Event description:
The manufacturer received information alleging a red alarm had occurred and a fan needed repair on the device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the blower and machine flow sensor would need to be replaced to address the issue. The third-party service center did not mention any error(s) found on the device for this issue. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Additional findings not related to the malfunction/issue the muffler and one of the in-line filter were contaminated for this device. The muffler and in-line filter would need to be replaced to address these two issues. The following part will be replaced due to preventative maintenance for this device: air foam inlet filter.